Event description:
It was reported that the insulin pump alarmed button error during bolus. Troubleshooting was done. Customer's blood glucose was 238 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen display noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.